Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. An xtw clip was prepared per the instructions for use (IFU) and inserted without issues. However, while in the valve, it was observed that one gripper was unable to lower or raise. Troubleshooting was performed, but the issue was unable to be resolved. It was noted that the clip delivery system (cds) was most likely curved more than 90 degrees. Therefore, the clip was removed and the procedure was discontinued. Mr remained at a grade of 4. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated and based on the information provided and without the device to analyze, a cause for the reported single gripper actuation issue could not be determined. Improper or incorrect procedure or method/user error is associated with the user likely curving the sleeve greater than 90 degrees. There is no indication of a product issue with respect to manufacture, design or labeling.